Manufacturer narrative:
The occurrence date of the peritonitis was stated as an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as an ¿abdominal cavity infection¿. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized (indication unspecified). On an unreported date, during the hospitalization, the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs (doses, frequencies, routes and durations were not reported). Pd therapy was ongoing during this treatment. On an unspecified date, the patient was recovered from the event. No further detail was provided regarding whether pd therapy was ongoing. No additional information is available.